Manufacturer narrative:
Siemens has completed the investigation. The co-oximetry optical subsystem responsible for the measurement of total hemoglobin (thb) on the rp500 system appeared stable and functioning as expected. A review of the data did not suggest anything unusual for the co-ox behavior of these patient samples that generated the alleged discrepant thb results. The reported thb results for these two patients, based on sample analysis as delivered to the co-ox slide cell, appears valid. No product problem identified. The definitive root cause for the low thb results is unknown.

Event description:
The customer reported that their instrument gave discrepant high total hemoglobin results on two patient compared to retesting of the same samples on their laboratory instrument. There is no report of injury due to this event.

Manufacturer narrative:
The customer has provided the instrument files for further investigation. Investigation is underway. The cause of this event is unknown.

Event description:
The customer reported that their rp500 instrument gave discrepant total hemoglobin results compared to retesting of a different sample on their laboratory instrument.there is no report of injury due to this event.